Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad began to be detached soon. As it was not completely detached off, it did not fall into the patient's body. Also, an error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/04/2009. Information anticipated, but unavailable at this time.